Manufacturer narrative:
Sc-2218-50 ((B)(6)). The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaints.

Event description:
It was reported that the patients lead showed high impedances and the physician suspected a lead fracture. The patient underwent a lead replacement procedure. Explanted lead will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 21570124.

Event description:
It was reported that patients lead showed high impedances and the physician suspected a lead fracture. The patient underwent a lead replacement procedure. Explanted lead will be returned.